Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter was returned for investigation and passed external visual inspection. Voltage testing was performed and the transmitter failed. Log data was reviewed and loss of connection was found on the date of issue. The reported issue of loss of connection was confirmed. A root cause could not be determined.